Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal misfired. After a f/u conversation, it was reported that most likely there was an error in seal loading. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The mss was advised the patient tests his blood glucose 2-3 times a day. The patient manages his diabetes with metformin pills (850 mg 2x a day) and lantus insulin (60 units). The alleged issue began on (B)(6) 2010 at 7pm. The patient reported blood glucose results of "190 mg/dl" with the subject meter and "42 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient continued to take his usual dose of medication. Between 130pm-2pm that day, prior to the start of the alleged issue, the patient stated he skipped a heavier lunch and had eaten crackers and milk. About 430pm, the patient claimed he felt sleepy and laid down to rest. At an unspecified time after that, the patient's son found him passed out and contacted emergency medical services (ems). Sometime after 7pm, ems administered the patient a glucagon injection and had him drink orange juice as treatment. The patient started to feel better about 15 minutes later. At the time of troubleshooting, the customer care advocate (cca) noted the patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/21/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.